Event description:
Device 1 of 2. Ref MFR report#: 1627487-2014-25366. The pt has two anchors with the same lot number. It was reported the pt is experiencing tenderness at the ipg and anchor sites. Additionally, it was noted the pt could potentially be experiencing post-op pain from the ipg replacement procedure on (B)(6) 2014. Follow-up revealed the pt's pains at the ipg site has subsided significantly. It was also reported the pt's pain at the anchor site is ongoing and the physician does not plan to take any intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.